Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("allergy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced hypersensitivity (seriousness criterion medically important), fatigue ("fatigue"), disturbance in attention ("difficulty concentrating"), muscular weakness ("sometimes drop everything as if my hands can't hold properly"), depression ("depression"), migraine ("migraine"), ophthalmic migraine ("ophthalmic migraine"), arthralgia ("joint pain"), abdominal discomfort ("heaviness in the stomach"), abdominal distension ("bloating"), tremor ("tremors"), deafness ("hearing loss"), urinary incontinence ("urinary leakage"), urge incontinence ("urgency inc"), insomnia ("insomnia"), feeling hot ("intense heat"), dermatitis atopic ("atopic skin problem"), eczema ("eczema"), urticaria ("hives"), skin burning sensation ("burning skin"), amnesia ("memory loss"), wheezing ("occasional wheezing"), sinusitis ("sinusitis"), epistaxis ("nosebleed"), gait disturbance ("difficulty walking"), hyperhidrosis ("excessive sweating"), premature menopause ("early menopause"), gingivitis ("gingivitis") and teeth brittle ("fragile teeth") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, disturbance in attention, muscular weakness, depression, migraine, ophthalmic migraine, arthralgia, abdominal discomfort, abdominal distension, tremor, deafness, weight increased, urinary incontinence, urge incontinence, insomnia, feeling hot, dermatitis atopic, eczema, urticaria, skin burning sensation, amnesia, wheezing, sinusitis, epistaxis, gait disturbance, hyperhidrosis, premature menopause, gingivitis, teeth brittle or hypersensitivity. The reporter commented: I am looking for a place where they perform heavy metal tests blood test gynaecologist appointment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-nov-2022. The most recent information was received on 16-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("allergy") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced hypersensitivity (seriousness criterion medically important), fatigue ("fatigue"), disturbance in attention ("difficulty concentrating"), muscular weakness ("sometimes drop everything as if my hands can't hold properly"), depression ("depression"), migraine ("migraine"), ophthalmic migraine ("ophthalmic migraine"), arthralgia ("joint pain"), abdominal discomfort ("heaviness in the stomach"), abdominal distension ("bloating"), tremor ("tremors"), deafness ("hearing loss"), urinary incontinence ("urinary leakage"), urge incontinence ("urgency inc"), insomnia ("insomnia"), feeling hot ("intense heat"), dermatitis atopic ("atopic skin problem"), eczema ("eczema"), urticaria ("hives"), skin burning sensation ("burning skin"), amnesia ("memory loss"), wheezing ("occasional wheezing"), sinusitis ("sinusitis"), epistaxis ("nosebleed"), gait disturbance ("difficulty walking"), hyperhidrosis ("excessive sweating"), premature menopause ("early menopause"), gingivitis ("gingivitis") and teeth brittle ("fragile teeth") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, disturbance in attention, muscular weakness, depression, migraine, ophthalmic migraine, arthralgia, abdominal discomfort, abdominal distension, tremor, deafness, weight increased, urinary incontinence, urge incontinence, insomnia, feeling hot, dermatitis atopic, eczema, urticaria, skin burning sensation, amnesia, wheezing, sinusitis, epistaxis, gait disturbance, hyperhidrosis, premature menopause, gingivitis, teeth brittle or hypersensitivity. The reporter commented: I am looking for a place where they perform heavy metal tests blood test gynaecologist appointment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.